Event description:
A malfunction on the pump was reported by the caller. The malfunction did not reportedly adversely impact the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.